Manufacturer narrative:
The UDI# provided on the 3500a initial report was incorrect. Please see UDI field of this report for correct UDI information. (B)(4). It was reported that a female patient underwent a premature ventricular contraction ablation procedure for idiopathic left ventricular tachycardia with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The functionality of the sensors of the catheter were tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)). Smartablate generator (model# m-4900-07 serial# (B)(4)). Smartablate pump (model# m-4900-08 serial#(B)(4)). Event description continuation: the catheter used during this procedure was expired prior to use. Per the catheter instructions for use: the catheter is sterilized with ethylene oxide gas and should be used by the ¿use by¿ date on the catheter package. Do not use the catheter if past the ¿use by¿ date.

Event description:
It was reported that a female patient underwent a premature ventricular contraction ablation procedure for idiopathic left ventricular tachycardia with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. While inserting the mapping catheter into the left ventricular outflow tract (lvot) via the aorta (retrograde approach), and after some ablation had been performed, a perforation occurred. The patient became hypotensive. A pericardiocentesis was performed which yielded at least 540cc of fluid. The patient was reported to be in stable condition. The patient was transferred to the intensive care unit for observation. There is no information regarding extended hospitalization. The patient's outcome has improved. Factors that may have contributed to the adverse event include patient anatomy. The physician's opinion regarding the cause of the adverse event is that it was related to catheter manipulation while crossing the aortic valve and not related to a bwi product. It was also noted that the physician does not believe the smarttouch catheter was directly responsible for the injury, as no radiofrequency was being applied when the injury occurred. No transseptal puncture was performed. An unspecified short sheath was used at the groin access site. Generator parameters were not reported, however the power was not titrated. Overall ablation time at the site of injury is unknown. It was noted that the injury did not occur during ablation, but 7-8 ablations had been performed prior to the injury. There is no information regarding irrigated catheter flow settings. Patient received anticoagulant during the procedure with activated clotting times maintained at 300-350 seconds.